Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed the device had issued code 1006. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the high-voltage error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shock delivery into a shorted lead condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient reported a feeling of a electrical sensations. A technical service consultant recommended to perform a manual capacity reform. If this is unsuccessful, recommendations to replace the device. The physician programmed the device to tachy-mode off, until the device replacement could be performed. Additional information was received that a revision procedure was completed, and a new device implanted. The device is expected to be returned for analysis. No adverse patient effects were reported. Multiple attempts to get additional information regarding the lead model /serials or manufacturer of leads, have been unsuccessful.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient reported a feeling of a electrical sensations. A technical service consultant recommended to perform a manual capacity reform. If this is unsuccessful, recommendations to replace the device. The physician programmed the device to tachy-mode off, until the device replacement could be performed. Additional information was received that a revision procedure was completed, and a new device implanted. The device is expected to be returned for analysis. No adverse patient effects were reported.